Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced physical pain and has undergone additional surgery to remove her mesh and has permanent injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.